Event description:
It was reported that the patient presented remotely via merlin.net transmission. The device had experienced a diagnostics anomaly. Upon review, clinician noted an old alert for non-sustained right ventricular oversensing. It was confirmed that the oversensing episodes were from (B)(6) 2015 and there had not been any episodes since (B)(6) 2017. The alert episodes were triggered by functional undersensing of r waves due to the atrial pacing at the same time as the r-wave. The patient was stable and will continue to be monitored.